Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an alert from their implantable cardioverter defibrillator (ICD) that fit the criteria of a magnet tone while using a heating pad on their shoulder. In addition, the patient reported feeling their ¿heart beating differently¿ the night of the event and the next morning. Follow-up with the patient¿s physician was unsuccessful after multiple attempts. The ICD remains in use. No further patient complications have been reported as a result of this event.